Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient emailed to report that the implantable cardioverter defibrillator (ICD) went off and arced while showering. The patient's healthcare provider was unable to be contacted. No additional follow-up information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.